Event description:
It was reported that during pre use, the cardiosave intra aortic balloon pump (iabp) had cable failure. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit: e1 (event site address) (B)(6). A supplemental report will be submitted upon completion of our investigation.